Event description:
During treatment of the superficial femoral artery the tip of the device has fractured.

Manufacturer narrative:
On (B)(6) 2018 - the patient is an (B)(6) male. It was intended to treat a calcified lesion (70 percent stenosis degree) in the mid tibial-fibular trunk. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The separated tip was visible initially in the a. Femoralis and finally placed to the a. Dorasalis pedis, but it did not lead to any further information regarding the reported complaint event. The technical investigation of the returned device confirmed the fracture of the tip. The scanning electron microscopy revealed the presence of relatively small amount of glue at the distal end of the inner shaft. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.